Event description:
Country of complaint: (B)(6). The thread releases automatically, although it has been knotted 4 times.

Manufacturer narrative:
Mfg site evaluation: samples received: one unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. The pack received is tight. With only one sample received we can not carry out a proper analysis on the knot security test (we need at least 10 samples to do a proper analysis). Tested the knot security control of the sample received and the results are within specification. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the compliant is not corresponding (not justified). Actions on product: not applicable.